Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited non sensing, loss of capture (loc) and low out-of-range (oor) pacing impedances of less than 100 ohms. As a result the rv lead was surgically abandoned and the device was successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.